Event description:
It has been reported to philips that system was not booting up. The system was noted to be in clinical use. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the system log and noted the dcps (dcps_24v_12v_5v dc low voltage power supply) was defective. After replacement of the dcps, the system was returned to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot boot up. Review of the system log file showed that the dcps(direct current power supplies) in m cabinet was defective. Fse checked the dcps, it has not output. The fse replaced the dcps. After replacement of dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.